Event description:
It was reported that during a colon resection procedure that while attempting to fire the device for the second time that prior to clamping down on tissue it was seen that some of the staples were deployed. Device was removed and reloaded and again prior to firing the device it was seen that staples were deployed. A second device with new reload was used to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 9/20/2024 d4: batch # 105d27. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage with the firing knob forward and with a reload reload loaded in the device. The reload had the proximal 2 drivers up with two protruding staples and one staple was noted to be missing on the distal end and it was returned inside the bubble wrap. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 105d27, and no non-conformances were identified. The lot # 131d57 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.